Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available for evaluation, and images were not provided. The alleged issue could not be re produced which led to an inconclusive evaluation result. In this case the delivery system was used for tips procedure which is an off-label use of the device. The patient anatomy was not particularly tortuous, and the lesion was pre dilated. A manufacturing related cause was considered, therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the products of this lot were found to have met the specification prior to shipment. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding potential damages the IFU state: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. Regarding preparation of the device the IFU states: 'prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter' and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. The e-luminexx vascular stent is indicated for use in the iliac and femoral arteries. H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified in d2 and g5. H10: d4(expiry date: 05/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after difficulty advancing to the target vessel, the stent allegedly partially deployed during a tips procedure. It was further reported that the delivery system was removed without incident and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the u.s. But, it is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. (Expiry date: 05/2022).

Event description:
It was reported that after difficulty advancing to the target vessel, the stent allegedly partially deployed during a tips procedure. It was further reported that the delivery system was removed without incident and another device was used to complete the procedure. There was no reported patient injury.